Event description:
Physician reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified two devices, one appears to be with an opening and the other device appears to be intact, both devices have red biological tissue and red particles in the surface of the shell. Labeled left and right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight, an opening on posterior, and red biological tissue on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Physician reported a left side rupture. Device has been explanted and replaced.